Event description:
It was reported that a 67 yo male patient, who had a rtsa, underwent a revision procedure approximately 1 year 3 months post the initial procedure. The patient presented with complaints of pain. They had a history of arthritis and ¿not a great cuff¿. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return due to chain of command. Explanted device image was provided. No further information.

Manufacturer narrative:
D10: a754679 300-10-15 - equinoxe replicator plate 1.5mm o/s. B013871 300-20-02 - equinox square torque define screw drive kit. A994802 300-30-07 - equinoxe preserve stem 7mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the shoulder surgical revision reported in is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.